Event description:
According to the reporter, the seal was damaged. No other information was provided.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the circular seal was cut and disengaged. The trocar, cannula, obturator and envelope seal appeared intact. A functional evaluation found that the device passed an air leak test. The envelope seal passes however the instrument seal leaks during manual manipulation using an endo peanut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.